Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. (B)(4).

Manufacturer narrative:
Method: a device from same lot of the actual device involved in incident was evaluated. Result: internal investigation unable to reproduce result discrepancies reported by customer. Conclusion: device evaluated and alleged failure could not be duplicated - cause of event unknown. The investigation did not definitively identify a root cause for the customer's discrepant results with the cobas ampliprep /cobas taqman hiv-1, v2.0 test when compared to v1.0. Retain kit testing of both the v1.0 and v2.0 complaint kit batches, using an in-house hiv secondary standard, resulted in a mean log titer difference of (B)(6), which is within the hiv v2.0 pi claim for the clinical mean log titer difference of (B)(6). Analysis of customer provided data did not identify any cobas ampliprep / cobas taqman (cap/ctm) system related issues. Fluidics, software, hardware and analysis curves functioned as expected. Sequence analysis of the four samples that showed the greatest result discrepancy between cap/ctm hiv-1, v1.0 and v2.0 revealed the following: specimen ID (B)(6) (v2.0 result was (B)(6); v1.0 result was (B)(6)) : sequence mismatches were found with this sample that can affect assay performance of both v1.0 and v2.0 tests and, depending on the actual impact of the ltr mismatches with v2.0, could cause the observed titer difference between the cap/ctm hiv-1 v1.0 and v2.0 tests. The issue of underquantiation with cap/ctm hiv-1,v1.0 is known and is covered in the product labeling - "though rare, mutations within the highly conserved region of the viral genome covered by the test's primers and/or probe may result in the under-quantitation of or failure to detect the virus." Specimen ID (B)(6) (v2.0 result was (B)(6); v1.0 result was (B)(6)): any mismatches in the primer/probe regions of either v1.0 or v2.0 are not likely to have caused the observed log titer difference. Therefore, the cause of the result discrepancy for this sample could not be determined from the sequence analysis. Specimen ids (B)(6) (v2.0 result was (B)(6); v1.0 result was (B)(6)) and (B)(6) (v2.0 result was (B)(6); v1.0 result was (B)(6)) yielded no sequence. However, the lack of hiv sequence does not necessarily mean that no virus is present in these samples. The cause of the result discrepancies for these samples could not be determined from the sequence analysis. No additional sample material is available for further testing. Although additional information was requested, such as previous hiv titers with roche and other assays, treatment changes before or after hiv v1.0 result reporting, and requests for patient re-draws, the customer did not provide any further information. The cause of the observed log titer differences between the hiv v1.0 and 2.0 assays reported in this complaint, although likely due to primer/probe mismatches for one of the patient samples, could not be determined for the other samples. (B)(4).

Event description:
A customer site in the united states reported that discrepant results were generated during a validation of the cobas ampliprep / cobas taqman hiv-1 test, version 2.0. Specifically, the customer indicated that the some samples generated higher then expected results when tested with version 2 of the cobas ampliprep / cobas taqman hiv-1 test. Please note this MDR is being filed beyond the 30 day filing requirement.